Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with chest pain. Upon examination, computed tomography (CT) scan revealed the right ventricular (rv) lead had perforated the apex. The physician performed revision procedure where the rv lead was repositioned on (B)(6) 2022. The patient was in stable condition.